Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) equipment had a low negative pressure alarm during the self-check before use, and there was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 telephone number :(B)(6).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the 5000 hr preventive maintenance kit. All functional parameters were tested to be normal. The iabp was returned to the customer for clinical use.